Event description:
Alleged event: it was reported that between 7 to 8 clips that did not close properly on the cystic duct. This defect required the use of metallic clips. It was further reported that the clips fell into the patient's abdomen and the cystic artery was damaged. The customer has confirmed that all the clips were retrieved by the surgeon. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1400094 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.